Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: h4 removal of device mfg. Date. The manufacturing date could not be identified from the provided model and serial number combination, and no additional information was received updated field: b5, d8, d9, d10, g1, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Onsite inspection noted error code e315. A definitive root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as material issues: degradation. Mechanical issues: stress, wear, corrosion. Electrical issues: open circuits, short circuits, signal loss, component issues. Other issues; settings, peripheral influences. These causes can occur between components such as boards, connectors, switches, cables, sockets, power supplies, fans, memory, etc without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during set up / inspection for use. There were no reports of patient involvement.